Event description:
It was reported that the customer experienced a past low blood glucose (bg) level of 26 mg/dl. Due to the bg level lost consciousness. Customer required assistance consuming carbohydrates and juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.